Manufacturer narrative:
A general reagent problem could be ruled out as the quality control results were acceptable. The investigation determined the issue was consistent with high leukocyte concentration of the samples leading to an accumulation of cells close to the plasma surface. In samples with hyper-leukocytosis the sample surface may show higher alp activity due to the presence of leukocytes, debris and platelets. It has been observed that sometimes alp out of primary tubes formed a gradient at the liquid surface leading to falsely high results. Falsely high alp values can occur if blood cells or cell debris are not properly removed in the pre-analytical sampling process.

Manufacturer narrative:
The customer alleged a questionable result for another patient sample from the cobas pure c 303 analytical unit. On 19-dec-2023, the initial alp (alkaline phosphatase) result was 136 u/l. The repeat result was 58.1 u/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 736318. The expiration date was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ast results for one sample from the cobas pure c 303 analytical unit. The initial result was 6.60 u/l with a data flag. The first repeat result was 24.9 u/l with a data flag. The second repeat result was 25.8 u/l. On (B)(6) 2023, the repeat result was 50.4 u/l. It was unclear if the results were generated from the same patient sample. Clarification was requested but was not provided.

Manufacturer narrative:
The reagent lot number was 736595. The expiration date was requested but was not provided. A general reagent problem could be ruled out because the quality control results are acceptable. The investigation is ongoing.